Manufacturer narrative:
The unit was evaluated by the provider and alleged complaint could not be duplicated. The provider discovered the end user mounted a bicycle style horn on the scooter in close proximity of the throttle lever. The modification of the unit by the end user caused the event.

Event description:
The end user alleges he was driving his scooter when the throttle lever became stuck causing him to fall from the scooter. The end user sustained an injury to his small toe on his right foot resulting in amputation.